Event description:
Tip of implant broke upon insertion during acl case. Pt reported to have average bone. Tip could not be retrieved and surgeon was able to push the broken tip deeper into bone to place another implant over it. Surgery was delayed 40 minutes but no adverse consequences reported as a result of event. This device is used for treatment.